Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is 213 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with no unexpected no delivery or motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump passed basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at the battery tube threads, minor scratched lcd window and with partially broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.